Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal discomfort ("twitching or something that feels like a baby kicking and its so strong that you can see your stomach move"), menorrhagia ("heavy periods"), abdominal pain lower ("cramps") and alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage, abdominal discomfort, menorrhagia and abdominal pain lower outcome was unknown and the alopecia had resolved. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, genital haemorrhage and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: result not provided. Concerning the injuries reported in this case, the following one were reported via social media: heavy periods, cramps, bleeding. The following information was received from social media hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- hair loss. Reporter information were added. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomy') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal discomfort ("twitching or something that feels like a baby kicking and its so strong that you can see your stomach move"), menorrhagia ("heavy periods"), abdominal pain lower ("cramps") and alopecia ("hair loss"). The patient was treated with surgery (essue removal and hysterectomy). Essure was removed in 2017. At the time of the report, the hysterectomy, genital haemorrhage, abdominal discomfort, menorrhagia and abdominal pain lower outcome was unknown and the alopecia had resolved. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, genital haemorrhage, hysterectomy and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: result not provided. Concerning the injuries reported in this case, the following one were reported via social media: heavy periods, cramps, bleeding. The following information was received from social media hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event hysterectomy added .reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.